Manufacturer narrative:
(B)(4).

Event description:
It was reported when the intra-aortic balloon pump (iabp) was in use, it was noticed that a battery failure occurred during transport from the ccl to ICU. As a result, the iabp was plugged in and was working in the ICU. The battery voltage is 13.3 and the status reads charging. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp short battery run time is not able to be confirmed. Additional information received from the hospital's biomed indicates the iabp was not plugged into ac power to charge the battery, which is the suspected cause of the short battery run time. The root cause of the complaint is undetermined. The suspected cause is user battery maintenance. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported when the intra-aortic balloon pump (iabp) was in use, it was noticed that a battery failure occurred during transport from the ccl to ICU. As a result, the iabp was plugged in and was working in the ICU. The battery voltage is 13.3 and the status reads charging. There was no report of patient complications, serious injury or death.